Manufacturer narrative:
Investigation summary: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record review found no non-conformances associated with this issue during production of this batch. This event has been added to our complaint database. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: as no sample and no photo was returned, a review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. Based on the verbatim, the probable root cause for the leakage could be due to valve issue. CAPA# (B)(4) was initiated to address the issue. Complaint trend would be monitored. Complaint will be reopened when sample is returned.

Event description:
It was reported that 2 bd venflon¿ pro safety shielded IV catheters experienced leakage from the injection port. The following information was provided by the initial reporter: uneventful intravenous access insertion used for induction of anaesthesia/maintenance fluids without issue until during case, the injection port was noticed to begin to leak. Steady continuous venous blood drip, despite no obvious precipitating cause including no nibp measurement, so venflon removed. No significant blood loss.